Manufacturer narrative:
The astral external battery was returned to resmed and an evaluation was performed. The evaluation was unable to confirm or duplicate the reported error message. Visual inspection found physical damage to the pins in the battery connector. The external battery pack was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery fault error message. The device was not in use when the fault occurred; therefore, there was no patient involvement.